Event description:
The right ventricular (rv) lead was explanted due to infection on (B)(6) 2023. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).